Manufacturer narrative:
Date of event was reported as occuring within the first 2 months after implant (2017). Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. See manufacturer¿s report # 3004209178-2018-20389 for the patient¿s trial issue concomitant lead information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that their previous ins system was working but the complete system had to be taken out on (B)(6). A new system was then implanted on (B)(6) (manufacturer¿s device registry indicates the new device was implanted on (B)(6) 2018). The patient stated that at their visit with the healthcare professional (hcp), the patient told them that ¿something did not feel right¿/¿could feel something felt weird¿. The hcp could not tell. The patient noted that they cleans at a hospital and did heavy lifting and bending. They asked a nurse to look at it and the nurse stated that yes ¿the wire was coming out¿/¿wire poking out through the skin¿ (actually ruptured/came through the skin). The patient did not know what made the wire come out. The hcp reviewed 2 things with the patient: it could be that ¿they took the wires from l side after the trial and put them to the r side when implanted her it could have gotten some kind of infection or it could be that he could have just implanted it not deep enough¿. The issue occurred within the first 2 months after implant (2017). There were no further complications reported or anticipated.

Manufacturer narrative:
Patient codes (B)(4) also, based on additional information received, the previously reported device code of (B)(6) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that lead/wire coming through the skin was that they patient had a wound infection of the stimulator device and at the pocket. The implant was replaced with a new device on (B)(6) 2018 and the issue was resolved. The hcp noted that they were unsure of the status of the explanted devices (for return to the manufacturer for analysis) but stated that they were removed due to an infection and there was no malfunction. Per lfc progress notes, it was reported that they patient had a seroma drained through a wound on (B)(6) 2017 but this had dried up. They had a couple of accidents shortly after going back to work but the stimulation was increased to 1.1 volts and was working well. On (B)(6) 2017 it was reported that they patient felt the wire sticking out through a wound and had a day where the stimulator stopped responding to the controller. On (B)(6) 2018 the implantable neurostimulator (ins) and exposed lead were removed. On (B)(6) 2018, it was reported that the patient was healing well with no drainage. It was noted that the patient¿s accident had increased ¿not surprisingly¿. There were no further complications reported or anticipated.